Event description:
It was reported the device was used during an unk procedure. It was reported the trocar shield did not retract. There was no reported consequence to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned to co. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, desufflation lever condition, inner gasket condition, latch condition, obturator condition, outer gasket condition, reset button condition, sleeve condition, stopcock condition, and trocar condition, conforming. Functional tests & results: does safety shield retract, flapper door functional, and lockout functional, conforming. Analysis conclusion: based upon the inquiry info, visual examination and functional test, no conclusion could be reached as to how the rpt'd "trocar shield did not retract" during surgery occurred. The device was examined, found to be functional, and cycled repeatedly wihtout incident. The trocar was tested using a foam simulation of skin and the device was found to arm, and the safety shield was found to retract and lockout properly. The experience rpt'd by the surgeon could not be repeated during testing. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.